Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill messages occurred after the cartridge was filled with 300 units. Additionally, it was reported that there was an air bubble in the tubing and that the customer experienced resistance when inserting the needle into the cartridge. Reportedly, the supplies were changed to address the event. Customer's blood glucose was 400 mg/dl.